Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) at unknown co ncentration/dose via an implantable pump for non-malignant pain. It was reported by the hcp yesterday (B)(6)2024, the patient came in for routine refill and had low reservoir alarm (lra) sounding as well as motor stall recovery alert -- the pump was filled and updated but the patient went home and the pump continued to alarm. They were back today and agent walked them through manually silencing the alarm to resolve.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the event resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) at unknown co ncentration/dose via an implantable pump for non-malignant pain. It was reported by the hcp yesterday (B)(6) 2024, the patient came in for routine refill and had low reservoir alarm (lra) sounding as well as motor stall recovery alert -the pump was filled and updated but the patient went home and the pump continued to alarm. They were back today and agent walked them through manually silencing the alarm to resolve. Additional information received reported the event resolved.